Event description:
It was reported by legal that a patient had an initial left total hip arthroplasty performed. Subsequently, approximately 6 months post-implantation the patient has reported ongoing pain and decreased quality of life since implantation. Patient relays fear of not being able to walk unaided in the future. No further information has been provided. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4): d10: item # 00811400010, femoral stem 12/14 neck taper ext. Offset size 0 105 mm stem length, lot # 65885695. Item # 00875200832, 32mm i.d. Size gg elevated rim liner use with 48mm o.d. Size gg shell, lot # 66043601. Item # 00875704801, 48mm o.d. Size gg porous uncemented with cluster holes shell use with gg liners, lot # 66057871. Item # 66017569, palacos cement, lot # 67331292. Item # unknown, cement restrictor, lot # unknown. G2: report source united kingdom. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h11. Medical records were provided and reviewed by a health care professional. The review x-ray shows there is a left total hip replacement in situ. Satisfactory position of prosthesis. CT scan shows bilateral total hip replacement in situ. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4): this follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.